Event description:
It was reported the cortrak tube was clogged, and when the registered nurse "(rn) was trying to unclog it using a pancreatic enzyme/bicarb solution, the tube bubbled/developed an aneurysm at approximately the 65cm mark. The tube was placed at 60cm at the nare, so this bubbling occurred external to the patient. It did not rupture, and there is no additional bubbling anywhere else on the rest of the tube. Based on documentation, it appears this tube was placed (B)(6) 2026 and the bubbling occurred today (B)(6) 2026." Additional information received 05-apr-2026 noted it was "confirmed that the tube was definitely placed on (B)(6) 2026 and was found to have the bubbling defect on (B)(6) 2026. The concentration of the pancreatic enzyme/bicarbonate solution used was one pancrelipase tablet, viokase, and one non-enteric-coated sodium bicarbonate 324-mg tablet, in 10ml of water. It is unsure of the volume instilled and the technique used during the unclogging attempt. Thew was no documentation found indicating trouble flushing prior to above alkalinized enzyme administration. There was documentation indicating that the tube had been flushed daily. It appeared to be a combination of auto flushes via the tube feeding pump, and syringe flushes for medication administration. There were no visible signs of damage, kinking, or discoloration prior to the event. There was no reported injury.

Manufacturer narrative:
The actual complaint product was returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 24-apr-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.